Manufacturer narrative:
Additional information: update to b5 to include patient had sepsis.

Event description:
New information received notes patient had sepsis.

Event description:
Related manufacturer reference number: 2017865-2021-37722. It was reported that the patient presented with endocarditis. The right ventricular (rv) lead and pulse generator were explanted due to infection. The patient was stable after the procedure.